Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer dealer reported when the avea ventilator was plugged into the ac power, and the customer noticed there was burning smell from the rear of the unit followed by a "pop" sound. It was determined that the burning smell came from the power supply printer circuit board assembly. The customer dealer did not provide patient information. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
(B)(4). Per results of investigation, the carefusion failure analysis (fa) lab received the suspect power supply. The power supply was connected to ac (alternating current) power to bench test the supply and the "pop" sound was verified along with the burning odor. The involved power supply will be returned to the supplier/manufacturer for an external evaluation.